Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer reported that they were running in 200 mg/dl to 300 mg/dl and the high blood glucose incident started at the hospital of over 600 mg/dl, 420 mg/dl and 599 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. They also reported that the infusion set had leaks. The customer could not give herself a bolus as the meter and transmitter was not connected. The insulin pump will not be returned for analysis.